Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarms occurred. Additionally it was reported that the insulin gauge was inaccurate. Blood glucose was not impacted. Reportedly customer will continue to use current pump until replacement arrives.